Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: assessment of patient characteristics influencing the complexity of leadless pacemaker implantation. Heart rhythm o2. 2024; 5:97¿102. Doi: 10.1016/j.hroo.2023.12.004. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: micra product. ID: mdt-tps-delsys. Serial: unknown. D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding leadless implantable pulse generator (ipg) implantation. The authors described devices which exhibited dislodgements and elevated thresholds. One leadless ipg dislodgment occurred after the tether was cut and required retrieval with a snare and reimplantation with a new delivery system. One device exhibited a worse pacing threshold the day after implant which required device retrieval and reimplantation during the hospital stay. The devices remain in use. No adverse patient effects or additional product performance issues were reported.